Manufacturer narrative:
Concomitant medical products: 694765, lead, implanted: (B)(6) 2008. Dtbb1d,1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited non-capture and high undefined pacing impedance. The lead was capped with no replacement. No patient complications have been reported as a result of this event.